Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 40 mg/dl. Customer addressed bg with carbohydrates. The cause of bg was unknown. Recommendation was made by tandem technical support to consult healthcare provider.